Event description:
Malfunction: system shut down during the procedure. The surgeon reported that the system shut down during the procedure. The system displayed no error messages prior to the shut down. The system was rebooted, but immediately shut down again on recommencement of phaco mode. The case was completed with a back up machine. The procedure was delayed, but the surgeon did not provide any information regarding how long the delay was. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system. The footswitch cable was not on the system and when the facility provided the cable, it did not fit into the machine. The company service representative replaced the footswitch cable and tested the system. He was not able to reproduce the reported problem. The footswitch cable was disposed off. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months found one other complaint for this system for a similar event that occurred one week earlier. In that case, the system rebooted successfully. There was no patient harm. (B) (4). (B) (4) (B) (4).